Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va2ze6u, serial# implanted: (B)(6) 2024; explanted: (B)(6) 2024; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 28-feb-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. It was reported that the trial was initiated on (B)(6) 2024. It was reported that the patient experienced a device site infection (incision, pocket, etc.). The patient also reported an additional symptoms of redness, swelling, fluid discharge, and warmth/hot. The issue was resolved. The patient reported that the antibiotics was required. Redness, swelling and discharge improved however not completely resolved at time of explant. It was mentioned that they removed lead and perc extension until patient heals. Will reimplant on contralateral side in 8 weeks. The device was explanted on (B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# serial#(B)(6), implanted: 2024(B)(6), explanted: 2024 (B)(6), product type lead, product ID 3560022, lot# serial#(B)(6), product type extension, product ID 978b128, lot# serial#(B)(6), implanted: 2024 (B)(6), explanted: 2024 (B)(6), product type lead. H3: no analysis was performed due to the non-analyzable medical issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.